Manufacturer narrative:
The t:slim pump user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, occlusion alarms occurred. Reportedly, the customer occasionally refilled previously used cartridges with insulin. Blood glucose level ranged from over 200's (mg/dl) to 315 mg/dl. Reportedly, a supply change was performed resolving the occlusions.